Manufacturer narrative:
The frx device (B)(6) was returned to philips for additional analysis. The complaint was escalated for technical investigation, and the results indicate that the AED (automated external defibrillator) received with a shorted silicon-controlled rectifier (scr), q3 component, caused it to emit triple chirps; after replacing the defective component, the device passed all tests without issues, confirming that the scr component was indeed the cause of the alleged problem. The device includes redundant design features to alert the user if service is needed. These features include an audible beep and a flashing ¿information¿ button that, when pressed, will cause the device to provide specific voice prompts providing the user with more information. Based on the available information and testing, the reported problem was confirmed to be a shorted silicon-controlled rectifier (scr), q3 component in the AED. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer received a replacement device, which involved replacing the shorted silicon-controlled rectifier (scr), q3 component in the AED, and the device passed all tests without issues. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported that the device is failing self-test.